Manufacturer narrative:
The insulin pump passed the displacement test, self test, and excessive no delivery error test. No excessive no delivery or signal too low alarms were noted. The unit did have a history check failed alarm in the alarm history file. The pump also had a cracked reservoir tube lip and minor scratches on the display window. (B)(4)

Event description:
The customer reported via phone call that his pump had alarmed with signal too low, excessive no delivery, and history check failed. The patient's blood glucose at the time of incident was 250 mg/dl. The customer could not clear the alarms and turned off the pump for a couple days. Troubleshooting was initiated for the history check failed. It was explained to the customer that if the history check failed occurred a second time then that constituted grounds to replace the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.